Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer was alerted to a potential fire in the laboratory as their fire alarm was activated due to smoke detection. When the customer arrived in the laboratory, a burning odor was coming from the cobas integra 400 plus analyzer. The analyzer was located below the fire detector. The customer did not observe flames coming from the analyzer and nothing else appeared burned. No people were evacuated from the laboratory due to the event. The analyzer was directly connected to the electrical supply of the laboratory. The instrument was installed according to specifications. No users were involved in the incident and no adverse events were alleged. The field service engineer stated that the analyzer would not turn on. The power supply was burned. He replaced the power supply and retrofit the analyzer to use the latest version of the power supply. He re-started the analyzer and it was operational.

Manufacturer narrative:
The customer did not have any further issues after the service actions. The cause of the event could not be determined.